Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-11089, related manufacturer reference number: 1627487-2019-11090. It was reported the patient was experiencing pain at the pocket site. The physician believed the discomfort was due to the lead extensions. As a result, the extensions were explanted and the ipg was replaced on (B)(6) 2019.

Event description:
Based on information obtained, effective therapy was established post-operatively. Pocket site discomfort has resolved.